Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the electronic gas delivery system did not function as expected. The user reported, the fi02 value fluctuated. The device was used for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.